Event description:
Pt reported that the infusion sets, from this lot, have been leaking. They indicated that the leakage typically occurs after 1 - 2 days use. Pt stated that their blood glucose has been elevated (253 - 512 mg/dl), which they self-treated by changing their infusion set, and delivering insulin via injection.